Event description:
The facility reported that an automix 3+3 compounder had an incorrect response keypad failure. When numbers were entered into the control module, they went to stations other than the ones chosen. This condition occurred during programming/set-up in the pharmacy. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter service center (bsc) received the device and performed a visual inspection and functional testing. The customer reported problem was not confirmed nor duplicated during evaluation. The root cause was not determined. The device was refurbished per procedure; bsc ensured that the unit met the required performance specification and criteria for functionality and release. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.